Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, an incomplete stent opening (iso) was observed for which three captures were performed. Replacement devices were used and the valve was able to be implanted successfully. No adverse health consequences were reported. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The user believed the valve expanded non-uniformly due to heavy calcifications. The patient status was discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.